Event description:
The manufacturer received information alleging a trilogy 100 ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's liquid crystal display printed circuit assembly and the keypad were replaced to address the issue. There was no visible foam particles found in the device. Additional findings not related to the malfunction/issue, the front case required replacement as well as the oxygen quick connect insert and the inlet air path foam.